Manufacturer narrative:
The field service engineer found a defective rinse tube and replaced the rinse tube assembly. The customer had no further errors after the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample with a cobas 6000 c 501 module. The initial result was 199 mmol/l. The repeated result on another cobas was 140 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.